Event description:
It was reported that following a cardiac ablation procedure during the night, the patient developed chest pain and was treated with a non-steroidal anti-inflammatory drug. It was noted that the patient was hospitalized for removal and treatment of heart failure. The pain recurred and the patient was treated with an analgesic (pain reliever) which resolved the pain. An echocardiogram was performed and showed mild pericardial effusion. In the early afternoon, intermittent spasmodic chest pain occurred with respiratory distress, and an oral dose of a corticosteroid and oxygen were administered. The following day, there was no further pain and an echocardiogram showed a dry pericardium. The investigator and sponsor assessed the event as possibly related to the ablation procedure, possibly related to the catheter, and possibly related to transseptal puncture. The event did not prolong hospitalization. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with affera.